Manufacturer narrative:
The customer's reported complaint description of the patient thrombosis/pe cannot be confirmed due to the patient centric nature of this serious adverse event (sae). No port product was returned to angiodynamics for evaluation since there was no reported port device malfunction or performance issue during use, just patient sae of thrombosis/pe. Thromboembolism is cautioned in the device directions for use (dfu) as a potential complication for an implanted port system. A device history record (DHR) review could not be performed since there was no reported lot number or packaged good item number. Labeling review: the directions for use (dfu) that is provided with the vortex port device contains the following statements: product description ports manufactured by angiodynamics are supplied as sterile devices, and are intended for single patient use only. Indications for use the angiodynamics port line is indicated for any patient requiring repeated access of the vascular system for delivery of medications, nutritional supplementation, fluids, blood, blood products, and sampling of blood. Dual models are indicated for combination therapy, simultaneous infusions, withdrawal of body fluids, and bolus delivery during continuous infusion. Contraindications angiodynamics port systems should not be implanted in the presence of known or suspected infections, bacteremia, septicemia, and peritonitis, in patients who have exhibited prior intolerance to the materials of construction, or patients whose body size or tissue is insufficient to accommodate the size of the port or catheter. Potential complications use of angiodynamics port systems involve potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: - clot formation - embolization - infection - thrombophlebitis - thromboembolism - thrombosis. System maintenance: venous systems after use, the port should be flushed with at least 20 ml of normal saline. This should be followed by a "heparin lock". If the port is not being used, a "heparin lock" should be administered every 4 weeks. Arterial systems after use, the port should be flushed with at least 20 ml of normal saline. This should be followed by a "heparin lock". Positive pressure should be maintained on the syringe plunger at all times to minimize reflux of blood into the catheter. If port is not being used, a "heparin lock" should be administered once a week. Peritoneal systems the intraperitoneal port should be flushed after use, or once a month if not in use, with 10 ml of heparinized saline at a concentration of 10 units/ml. General guidelines · each access of an angiodynamics port should be performed using aseptic technique. · the needle should be advanced through the septum until it contacts the base of the port body. Once positioned in the septum, the needle should not be rocked or tilted. Such movement may cause septum damage. · at no time should the system be left open to air. Tubing clamps should be used to prevent inadvertent air embolism. · when infusing into an angiodynamics port system, do not exceed 40 psi. · do not use a syringe size smaller than 10 ml. Smaller syringes may create an overpressurized system. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).

Event description:
On or about on (B)(6) 2014, plaintiff underwent left subclavian placement of an angiodynamics vortex tr implantable port catheter system, with an unknown lot number. The vortex was implanted by dr. (B)(6), m.d., at (B)(6). On or about on (B)(6) 2016, plaintiff presented to (B)(6) with complaints of pain near the port site on the left side of her chest, and subsequently underwent a CT pulmonary angiogram, which revealed plaintiff had developed a subsegmental pulmonary embolism. On or about on (B)(6) 2016, plaintiff presented to (B)(6) for removal of the vortex device. The procedure was performed by dr. (B)(6) m.d.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).